Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of regt4254 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "hair found in PICC kit." Additional information received (B)(6) 2023: it was reported by the customer "there was no patient harm. The team just opened a new PICC kit."

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a strand of hair present within the kit tray is inconclusive due to poor sample condition. Two photo sample of a powerpicc kit were provided for evaluation. The first image showed a product sticker label indicating lot: regt4254. The second image appears to depict an open powerpicc kit tray. The drapes are spread out under the tray. A chloroprep stick and what appears to be a dark strand of hair was observed to be located on the left side of the open tray. The condition of the kit prior to opening and handling could not be determined from the information provided; therefore, the complaint could not be confirmed and remains inconclusive at this time.

Event description:
It was reported by the customer that "hair found in PICC kit." Additional information received 1/3/2023: it was reported by the customer "there was no patient harm. The team just opened a new PICC kit."